Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the system displayed an image artifact after two different spins on the scans. Clinical specialist reported it was a white ring towards the middle, bottom area of the scan. Cs reported they were able to proceed with the scan that had an artifact for the case. This was occurred intra operatively. There was a patient present. There was no reported delay. No additional information was provided. Additional information received. A reboot and gain calibration were performed and system was functioning as intended. Additional information received stating that there was no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # 1723170-05-18-2026-001-c. (H3, h6): no parts have been received by manufacturer for evaluation. H3, h6: a software analysis was initiated. However, not a software issue. Complaint data analysis found the event is due to a hardware issue as per "(B)(4) black rectangles (asic) in previous 2d images due to known detector firmware issue. Issue will be resolved with firmware update once released". Software functioning as designed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Product ID: m021083c001, serial/lot #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.